Manufacturer narrative:
The product was not received for further information and no information was received on lot number, surgery date etc. The event was communicated to the sales rep during a routine visit to the surgeon. As no new information will become available, this is both the initial and follow-up report.

Event description:
Surgeon used otopore for an otitis media. When the patient came back to the surgeon for a regular follow-up visit the patient indicated he suffered from hearing loss which was treated during surgery by performing a chain reconstruction. It was suspected that the otopore had insufficiently degraded.